Event description:
It was reported that the patient's right ventricular (rv) lead was t-wave oversensing. The rv lead was re-programmed and remains in use. . No patient complications have been reported as a result of this event. It was further reported that the patient had symptoms of bradycardia and fatigue.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 700fc33 heart brand, implanted: (B)(6) 2011. (B)(4).